Event description:
It was reported that the 9800 system had light images when closing down the collimator during a case. There was a grinding noise from the stator. The fluoro timer went off at the wrong time and the system overheated. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator and beam were aligned and the auto history was turned on during the service call. The failure could not be duplicated for the fluoro timer or overheating. The stator checked good. The system was tested and found to be working as intended, and put back into service.